Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her husband found her with a cold sweat because she was experiencing a low blood glucose level of 39 mg/dl. She treated her blood glucose level with a glucagon shot. The lack of food intake caused her low blood glucose level. Troubleshooting was declined. The device was not returned.